Event description:
Pt was connected to a heart monitor by the respiratory therapist using five leads. The leads were connected after the area was wiped with remove (instead of skin prep). Pt wore the monitor for 24 hours, and when the leads were removed the respiratory therapist noticed the areas were red and blistered, similar to a burn. The facility noted that this was human error due to similar appearance of packaging for skin prep and remove wipes. The pt was referred to wound care.